Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched with the basal rate and bolus delivery totals. The insulin pump did not pass the prime test. The daughter was unable to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.